Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of presence of air could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation, the investigation is pending.

Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was stated in the report that today when the tubing was primed and placed into the pump and the infusion was started, the pump alarmed with the message distal air, reprime, reconnect and there was visible air in the tubing below the cassette, air that was not there after it was primed. There was unknown patient involvement, unknown patient harm and unknown delay in therapy.